Event description:
Device 1 of 5: reference MFR reports #1627487-2015-12113, 1627487-2015-12114, 1627487-2015-12115, 1627487-2015-12116. It was reported the patient experienced stimulation at ipg site and the system was auto-reducing. Diagnostic testing revealed invalid impedance on one contact, all other impedances are within normal limits. Reprogramming was able to provide good coverage on the left side but the right side "stutters" per the patient. X-ray showed lead migration. Surgical intervention is planned to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.